Event description:
During setup for ivtm therapy, the thermogard xp ivtm system (B)(6) displayed tcmid:02 (ce danfoss error) error message. Another thermogard console was used to treat the patient. No impact or consequences to the patient.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.